Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). This event is a recurrence. The device had recently been returned to the facility following a repair at livanova (B)(4) for the same issue (reference medwatch report 9611109-2017-00565). A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The device has been requested for return to livanova (B)(4) for further investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the s5 gas blender system experienced a deviation from the desired set point during priming. There was no patient involvement.

Manufacturer narrative:
The device was returned to livanova (B)(4) for further investigation. During the intense test run no failure could be found. The device worked according the specification. The device was cleaned, disinfected and recalibrated and was returned to the customer.